Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-february-2024, it was reported by the patient that six infusion set cannula was kinked due to which hyperglycemia occurs within 3 hours of insertion. High blood glucose level was 425 mg/dl and treated by correction via mdi. Infusion set was placed in abdomen. Event was occurred on 02/16/2024 and 06/06/2024. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.